Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. The patient also experienced bradycardia. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.